Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, food intolerance, reflux and dehydration are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date, patient data or further event details. Device labeling addresses the reported event of vomit as follows: possible complications of the use of the orbera¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Device labeling addresses the contraindication for patients regarding food intolerance as follows: possible complications of the use of the orbera¿ system include: influence on digestion of food; blockage of food entering into the stomach. Device labeling addresses the possible outcome of reflux as follows: possible complications of the orbera¿ system include: gastroesophageal reflux.

Event description:
Patient reported "vomited for eleven days twice as much as was ingesting", "reflux", "on liquid diet", "hospitalized for two days taking serum 24 hours to restore dehydration", and "almost had cirrhosis because of the medication". The device was explanted.